Event description:
It was reported that during the routine check pre-op,the scrub tech noted that there was a problem with the drill stop and it was not stopping as it should. The surgeon was advised and took precaution during the procedure to stop the drill manually. The surgery was completed without incident. No adverse effect to the patient was noted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A manufacturing evaluation was performed. The drill stop seemed to be in good condition. The material of the housing and the button were confirmed to be correct and the drill stop passed the functional test. The instrument conformed to dimensional specifications at the time of manufacturing and passed functional testing at synthes incoming inspection. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed invalid from a manufacturing position. (B)(4)

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record did not show conditions that could have contributed to the reported event. The product development evaluation showed the tfn drill stop was sold (B)(4) 2002. The tfn drill stop is used to prevent overdrilling of the 6.0mm/10.0mm stepped drill bit used to create a path for the tfn helical blade or screw. (B)(4). Since this instrument is used with every tfn screw and about 1/2 of every tfn helical blade these estimates make for a better usage rate. (B)(4). This particular risk was updated in the design and clinical risk management from the internal CAPA . In june of 2002 a change was made to the material of the plunger mechanism to help resist wearing during use. Oct. 2011, design changes were made to the drill stop to enhance the amount of engagement into the corresponding ø6.0mm/10.0mm stepped drill bit. This particular product had a adequate life of the product (10 years) and low occurrence rate even with the older design. The new design further mitigates the risk and there does not seem to be a design issue. In conclusion although the submitted drill stop had a service life of about 10 years, design changes were made to enhance the engagement of the drill stop on the ø6.0mm/10.0mm stepped drill bit. Therefore the complaint is valid.